Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. It was reported that the ventilator stopped ventilating and became unresponsive to user control input, with all keypads locked. The device log review confirmed the ventilator entered a state in which ventilation seized and keypad inputs were disabled, based on a high-priority alarm after the user advisory and onscreen instructions were not followed. The user advisory was based on the fio2 setting and what the device recognized as insufficient oxygen supply. Investigation determined this behavior occurred as designed in response to operating conditions recorded in the device logs and was recoverable after a power cycle. However, the oxygen supply or leak continued to be a factor. Functional testing of the device, stress testing, calibration, and internal inspection found no abnormalities, and the ventilator met all performance specifications. The device functioned as designed, and no device malfunction was identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.